Event description:
System. When my glucose remains below the system's target range (which I always set to the lowest value) for an extended period, the smartadjust algorithm reduces or suspends insulin delivery as expected. However, after a prolonged suspension, the system exits automated mode. When this happens, the device immediately resumes my programmed basal schedule, even though my glucose values may still be low or trending low. This results in insulin delivery restarting at a time when the system already has information indicating that glucose is below the target range. This fallback behavior may increase the risk of further lowering glucose, especially during sleep when users may not wake to alerts. The system appears to prioritize avoiding prolonged zero-insulin delivery over avoiding insulin delivery during low or falling glucose. This may not be optimal for user safety in situations where the user is unaware that automated mode has exited. At the moment automated mode exits, the device already knows: ¿ insulin delivery has been suspended for an extended period ¿ cgm data is present and valid ¿ recent cgm values are below the system's target range. If cgm values are not present, that is a different situation and may justify exiting automated mode, but that is not the scenario I am reporting here. My concern applies specifically to cases where valid cgm data is present and shows glucose below the system's target range. Given this information, it may be safer for the system to avoid immediately resuming programmed basal when glucose is still low or trending low. User context: I am a deep sleeper. In the past, I wore an apple watch at night, and cgm alerts routed to the watch were much weaker than alerts from the phone or pump. The watch produces only a soft tone and light vibration, which never wakes me. This meant I would sleep through both cgm alerts and omnipod system alerts. Many users may not realize that alert-routing settings can cause wearable devices to deliver much weaker notifications than the phone or pump. This increases the chance that a user may be unaware of prolonged low glucose or a transition out of automated mode. Even not wearing an apple watch, the omnipod alerts do not reliable wake me. This report is intended to document a situation where the device's fallback logic may increase risk when automated mode exits after prolonged low glucose. I am not requesting medical advice. I've only used the omnipod for about a year and it is the only pump I have used. My understanding is that its logic for exiting automated mode is the same as most other pumps. I am reporting this behavior so it can be considered in FDA post-market safety evaluation and potential future algorithm refinements. I don't remember the dates the problem occurred. So, I just picked last night. It has happened several times over the last 6 months. I have not reported this to insulet yet, but plan to.